Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a tear in sheath material. Based on the condition of the returned unit, it is likely the reported event was caused by the instrumentation used during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This is a combined initial and follow-up report.

Event description:
Name of procedure being performed: unknown. Detailed description of event: no. Information provided at the time of initial report. Additional information received via email on 06jun2019 from or material specialist: I have not found nothing else out about the port. Additional information received via email on 24jun2019 from applied medical engineer: I took a look at that unit. From my preliminary observation, it appears that the alexis is torn in between the rings in a horizontal manner. Both the alexis and gel are bloody indicating usage. We will approach this complaint by testing both the gel and the alexis to determine if there is anything else wrong with the unit (the gel) as during observation, the gel did not appear to have visible defects. Type of intervention: ni. Patient status: no patient injury.